Manufacturer narrative:
Date of event ¿ exact date unknown three (3) months post implant. Explant date is not completed as the lens remains implanted. Reason for non-evaluation: to date, the lens remains implanted and not available for evaluation. A review of the manufacturing records was performed. Results were within specifications and no deviation or assignable cause was identified when this production order was completed. The documentation shows that the production order was manufactured according specifications. All pertinent information available to abbott medical optics at the time of this report as been submitted. Placeholder.

Event description:
It was initially reported that a physician had five (5) patients that experienced cystoid macular edema (cme) after implantation of an amo intraocular lens. This report is for one of these patients who experienced cystoid macular edema (cme) three (3) months post implant of a za9003 20.5 diopter intraocular lens in the right eye. The actual incident date was not provided. Refraction achieved: +1.00/-0.5x20. Best corrected visual acuity at one (1) month: 20/30. Post-op optical coherence topography (oct) macular thinkness: 478um (unit of measure). The physician does not know the cause of the cme. The vision after surgery was perfect in the patient. No obvious signs of inflammation or discomfort were noted. No potential risk factor for cme was noted. The physician found the cme based on the quantifying post-op optical coherence topography (oct) results. The physician usually prescribes voltaren eye drops for one (1) week after surgery. He uses 0.1% prednisolone drops for one (1) month after surgery. Since the occurrence of cme, the physician extended the voltaren eye drops dosage to one (1) month. The case resolved after treatment with voltaren eye drops. No additional information provided.

Manufacturer narrative:
Corrected data: outcomes attributed to adverse event - on the initial MDR only required intervention to prevent permanent impairment/damage was indicated however other serious (important medical events) should also have been chosen. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.